Manufacturer narrative:
Analysis of the returned device indicate: one non sterile sakura fire star, 2.00 x 15, 2 was received coiled inside a plastic bag. Balloon was already inflated and fully deflated. Inflation medium was observed in the inflation lumen. No other damages were found. Dimensional analysis was not performed due to the balloon could not be inflated due to residues (inflation medium). The device was introduced through catheter sheath introducer 5f (laboratory sample) and not resistance was felt. Review of lot 15871307 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported ¿ptca system - withdrawal difficulty¿ by the customer could not be confirmed; since no anomalies were found during functional analysis. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
¿During a procedure, a firestar balloon withdrew incompletely when it passed through the lesion in the anterior descending branch. The surgeon tried many ways to withdraw it. There was no adverse event to the patient. The balloon was complete and there was no injury was to the vessel. The sample will be returned for investigation.¿

Manufacturer narrative:
Additional information was received that the access site is not known. The device prepped normally. The lesion was at the anterior descending branch. The brand and size of sheath used is unknown as are the brand of contrast, the contrast to saline ratio and the brand of inflation device. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The specific lesion condition was unknown. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The maximum inflation pressure is not known. The balloon maintained pressure during inflation and did not deflate normally. It was asked but is not known how long it took to deflate the balloon. The balloon did not deflate at all and was removed from the sheath. The balloon catheter did not kink while being used. There was no patient injury and the patient was discharged. Details regarding the patient¿s age, gender and medical history were asked but are not known. (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A firestar balloon catheter (bc) withdrew incompletely when it passed through the lesion in the anterior descending branch. The surgeon tried many ways to withdraw it. There was no adverse event to the patient. The balloon was complete and there was no injury was to the vessel. The access site is not known. The device prepped normally. The lesion was at the anterior descending branch. The brand and size of sheath used is unknown as are the brand of contrast, the contrast to saline ratio and the brand of inflation device. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The specific lesion condition was unknown. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The maximum inflation pressure is not known. The balloon maintained pressure during inflation and did not deflate normally. It was asked but is not known how long it took to deflate the balloon. The balloon did not deflate at all and was removed from the sheath. The balloon catheter did not kink while being used. There was no patient injury and the patient was discharged. Details regarding the patient¿s age, gender and medical history were asked but are not known. The device was returned for investigation. One non sterile sakura firestar 2.00 x 15mm was returned. The balloon had been inflated and fully deflated. Inflation medium was observed in the inflation lumen. No other damage was found. Dimensional analysis could not be performed as the balloon could not be inflated in order to be measured due to dried residues were found in the unit. Despite soaking in warm water in an ultrasound bath the residue could not be removed. The device was introduced through a 5f catheter sheath introducer (laboratory sample) and no resistance was felt. A device history record (DHR) review of lot 15871307 revealed no anomalies or non-conformances that can be associated with the reported event. The events reported ¿balloon - deflation difficulty-unable to (cardiovascular)¿and ¿ptca system - withdrawal difficulty¿ by the customer could not be confirmed by analysis as the balloon could not be inflated and no other anomalies were found during functional analysis. The cause of the reported events could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken.

Manufacturer narrative:
Additional information (device evaluation) is pending and will be submitted within 30 days upon receipt.